Event description:
The patient reported that the v-go he was wearing on (B)(6) 2019 lifted off his body after only having it on for 5 hours. The patient did confirm with us that he did prepare the infusion site correctly by cleaning the area with alcohol swab and letting the area dry.